Manufacturer narrative:
Medical device type updated to jka. 510(k)# updated to k981013.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) given for this device. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. No DHR was performed.

Event description:
It was reported that bd vacutainer® edta 2k had fm in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Medical device type updated to jka. 510(k)# updated to k981013.